Manufacturer narrative:
Analysis: the samples were not returned from the user facility; therefore, the device evaluations are unable to be performed. A lot history review revealed 2 additional reocclusion complaints were associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the left distal superficial femoral artery (sfa) and proximal popliteal artery. Approximately 7 months after the index procedure, the patient¿s left distal sfa and popliteal artery was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. Approximately 6 months from the reintervention, the patient had a dus that assessed the target lesion was patent. The investigator assessed that the event was not related to the study device or procedure. The samples were discarded by the user facility and are not available for further evaluation. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturer¿s report number is 3006513822-2017-00314.

Manufacturer narrative:
The samples were not returned from the user facility; therefore, the device evaluations are unable to be performed. A lot history review revealed 2 additional reocclusion complaints were associated with this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. The actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided with all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the left distal superficial femoral artery (sfa) and proximal popliteal artery. Approximately 7 months after the index procedure, the patient¿s left distal sfa and popliteal artery was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. Approximately 6 months from the reintervention, the patient had a dus that assessed the target lesion was patent. The investigator assessed that the event was not related to the study device or procedure. The samples were discarded by the user facility and are not available for further evaluation. No adverse patient effects were reported. New information: it was reported that through a clinical study approximately 28 month and 36 months post index procedure, occlusion was identified via imaging. No other information was provided.